Event description:
It was reported to philips that the system would not boot or communicate. The system was in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the problem with boot-up or communication issue with the system was no longer occurring, no further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. H3 other text : issue no longer occurring; evaluation cancelled; no response received for further information.